Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. The lead was connected to an analyzer through which lower, but still high, impedance was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst commented that all electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.